Event description:
It was reported that three (3) one-link non-dehp standard bore catheter extension sets leaked at the connection to the intravenous (IV) catheter hub. Additionally clarified that the device leaked at the luer connector. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.